Event description:
The report indicated that the customer experienced a high bg (400mg/dl) within four hours of activating a new pod. After not feeling well, he went to the emergency room where he was given fluids to "flush out ketones". He continued to wear the pod until it initiated an occlusion alarm, at which point it was deactivated. A new pod was immediately placed. He stayed at the hospital for six hours, during which time his bg's began to successfully lower. Over the course of the next day, his bg's continued to lower, but his ketones remained medium-to-high. The suspect pod will not be returned for eval.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.